Manufacturer narrative:
An approximation since only the year was reported to us.

Event description:
It was reported that patient underwent a revision surgery with exchange of femoral stem. The patient used a walking stick to assist her, she walked with the stick into her laundry & slipped on the wet floor. This resulted in a fracture of the left femur including the stem fitted in 2000.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].